Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If a product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. Customer reported 2 sensors. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported itching and what looked like "water" underneath the adc freestyle libre sensor. The itchiness lasted a couple of days and had become worse and stated that they "ended up knocking my sensor off by rubbing my arm on the couch." The customer described " red oozing rash right under where the sensor was. There was one little triangle piece where the rash was not too bad, but this is where the is no adhesive for the needle to inject into your skin." Additionally, the customer placed another sensor on the "different arm" and developed a rash and circle scar at the circle site there was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.